Manufacturer narrative:
Additional manufacturing narrative: the returned cable was evaluated. During evaluation the cable passed all visual and functional testing. The cable was determined to be functioning as designed., corrected data: additional information: d4 model # updated to 21502. D4: lot# updated to a12a204. H4: device manufacture date updated to 01/11/2012.

Event description:
The customer reported values drop off the screen when the cable is moved. No patient impact or consequences were reported.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported values drop off the screen when the cable is moved. No patient impact or consequences were reported.